Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the duodenovideoscope had a foreign body in the forceps channel. There were no reports of patient involvement. The issue occurred during reprocessing.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection where it was confirmed that the forceps channel contained foreign objects. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus will continue to monitor complaints for this device.